Manufacturer narrative:
The returned ipg (sc-1110-02 sn:(B)(4)) was analyzed and no anomalies were found.

Event description:
A report was received that whenever the patient had the scs on for a few hours, he would be experiencing cramps in his legs. No device malfunction was suspected. The patient will undergo a revision procedure.

Manufacturer narrative:
The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that whenever the patient had the scs on for a few hours, he would be experiencing cramps in his legs. No device malfunction was suspected. The patient will undergo a revision procedure.

Event description:
A report was received that whenever the patient had the scs on for a few hours, he would be experiencing cramps in his legs. No device malfunction was suspected. The patient will undergo a revision procedure.

Event description:
A report was received that whenever the patient had the scs on for a few hours, he would be experiencing cramps in his legs. No device malfunction was suspected. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm; model #: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm; model #: sc-4316, lot #: 14909145/14997735, description: next generation anchor kit-sterile; model #: sc-1110-02, serial #: (B)(4), description: precision implantable pulse generator.

Event description:
A report was received that whenever the patient had the scs on for a few hours, he would be experiencing cramps in his legs. No device malfunction was suspected. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient had two ipg. The patient underwent a revision procedure wherein the ipg that was located in the right lower flank that had a lead which was located at t12 were not explanted, however, the second ipg that was located in the left lower flank that hold the leads which was located at t7 was replaced with a new one and two tails of the lead were plugged. The patient was doing well postoperatively.

Event description:
A report was received that whenever the patient had the scs on for a few hours, he would be experiencing cramps in his legs. No device malfunction was suspected. The patient will undergo a revision procedure.